Manufacturer narrative:
Concomitant medical products: product ID 8780, implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving lioresal (concentration 500 mcg/ml, dose 300 mcg/day) via an implantable pump. The patients medical history was severe spasticity. It was reported that two days prior to this report date, the patient experienced withdrawal symptoms of intrathecal business (itb) therapy. There were no factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed were noted as no therapeutical effect of itb therapy and this was the reason for revision procedure and connector replacement. A catheter revision was performed, the pump pocket was opened and the patency of the catheter was checked, the catheter was explanted and would be returned. The explanted catheter would be replaced in the future. At the time of this report, the issue was not resolved. Additional information received from the manufacturing representative on 2016-jul-13 indicated that the patient¿s therapeutic effect disappeared 2 weeks post implant. The previous catheter was implanted on (B)(6) 2016. At the time of this report, the replacement date for the catheter was unknown. It was unknown as to how the patient was doing. The device was sent to the manufacturer for analysis. Additional information received from the manufacturing representative on 2016-jul-18 indicated that the pump pocket was opened to check if all connections (spinal and pump segment of catheter) were properly connected and that the connection between the pump and catheter was ok. The patient had an ascenda catheter when they suffered the withdrawal symptoms, as previously indicated, this catheter was implanted on (B)(6) 2016. The patency check was done and the results were not clear and this was why the doctor disconnected the catheter to check each segment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.